Manufacturer narrative:
Reports provided claim as the end-user was operating the power leg function of the seating, at one point they felt the footplate lift up, presumably from contacting the caster. This action caused the end-user to panic and for reasons they could not explain, grabbed the joystick knob and accelerated forward. When doing this, they continued to drive until colliding with the edge of a transfer board. This collision impacted their leg, reportedly inducing a laceration to their left calf requiring medical intervention. End-user reported being hospitalized for 5 weeks, requiring staples and skin grafts. Service provider reports having inspected the device and found it to be fully operational with no mechanical issues being noted. The end-user fully admitted the accident was their fault as they panicked. End-user reported they were not driving the chair when the footplate allegedly contacted the footplate, only after feeling their foot move upward did they have the urge of panic and thus drove the device. No allegations were made that the device operated abnormally to have caused this event. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report claiming as end-user was operating seat functions, one of the footplates contacted a caster wheel which caused the end-user to panic. Reports indicate while in their panicked state, they grabbed the joystick and drove forward until the device collided into an unspecified object. Reports claim the end-user suffered serious injuries requiring medical intervention.